Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the cartridge leaked a large amount of insulin into the infusion device. His blood glucose elevated from 82 mg/dl to 232 mg/dl in 2 hours, which he attributes to the leak. The cartridge was not visibly damaged. No adverse event was reported. The alleged product was requested for evaluation.